Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was started up and no patient was involved. The root cause was determined to be a software bug on the mainboard, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
I do not have a detail description, I just got this ventilator for service. I saw the tf's in log files and first I replaced mainboard. Then the tf's dissapeared, but when doing preventive maintenance, I heard loud noise when blower was spinning, and also bed smell. After replacing also the blower, the device works perfect. I did preventive maintenance, est and put the device bach to use.